Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy as the ipg was totally depleted. As a result to address the issue, patient may be awaiting surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received, indicated patient underwent surgical intervention. Where in the ipg was explanted and replaced. Postoperatively effective therapy was restored.